Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 11 july 2023, a 27mm sjm masters series mechanical heart valve was selected for implant in the patient. After implantation of the valve, the physician closed the incision of heart. The physician found that one leaflets couldn't move during transesophageal echocardiogram (tee). The physician stopped the blood circulation and opened the heart incision again. He used a tester of silicon to test the leaflet function and found that one leaflet couldn't move normally. So, the physician had to explant the valve, and replaced a new 27mm sjm masters series mechanical heart valve. Once explanted, the original valve leaflet was not moving normally. The procedure time was extended about 60 minutes. The procedure was finished successfully. The patient remained stable throughout the procedure. The patient status was stable in the post operative recovery period. The patient was taking warfarin, and the latest international normalized ratio (inr) was 2.0-2.5.

Manufacturer narrative:
An event of one leaflet would not move after implantation was reported. It was also reported that the valve was explanted and a leaflet was not moving normally. The investigation at abbott found no device anomalies. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Hydrodynamic testing upon return to abbott and at the time of manufacturing indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "use st. Jude medical¿ leaflet testers, model lt100*, to test leaflet mobility."